Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was issued on the patient's home monitoring system for high, out-of-range shock lead impedance measurements on this right ventricular (rv) channel of this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) discussed troubleshooting options and noted that a slight impedance rise with variability began several months prior. This device remains in service. No adverse patient effects were reported.